Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history lot part: 04.168.000s. Lot: l694722. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 14.dec.2017. Expiry date: 01.dec.2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn. As no product has been returned. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient developed pseudarthrosis after the surgery. On (B)(6) 2018, the patient underwent an open reduction internal fixation surgery for femoral fracture that was performed with fns (femoral neck system) plate in question. The patient was also implanted with a bolt, antirotation screw and a locking screw. The patient could not walk by oneself before the surgery. There was no re-operation because the patient was inactive and did not report pain. There was no specific allegation with the fns plate and the surgeon thinks that there was no problem with the implant. The surgeon applied fns to reduce the surgical time knowing that the bone might not heal with it. This report is for one (1) femoral neck system plate 1 hole - sterile. This complaint involves four (4) devices. This report is 4 of 4 for (B)(4).